Event description:
The user facility reported that their 31" vividimage 4k surgical display screen cracked after being bumped into an IV pole. No report of injury. Report of procedure delays.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the monitor and confirmed it had been cracked. The unit was removed from service. The monitor subject of the reported event was returned to steris for evaluation. The evaluation confirmed that the screen had been cracked due to impact damage. The user facility was provided with a replacement monitor. No additional issues have been reported.